Event description:
During testing, when the ventilator was turned on for pre-use checking, the screen displayed black and 'device alert' occurred. The operator turned off the ventilator without further issue noted. There was no pt involvement in this case.